Event description:
It was reported that the ultimum sheath developed clot in the entire body of the sheath. The clot from the sheath was inadvertently injected down the patient's leg, and the patient had tpa treatment to resolve the issue. The patient was reported in stable condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The ultimum percutaneous introducer instructions for use (IFU) suggest flushing the dilator, introducer sheath, infusion sideport, and stopcock with heparinized saline prior to insertion. The IFU also states upon withdrawal of the dilator, catheter or other inserted device, aspiration through the stopcock is recommended to remove any fibrin accumulation.